Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch/serial number was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please confirm the specific number of patient events. Have any of these events been previously reported to ethicon? If yes, please provide complaint file number. For each patient event please provide: event date, product code and lot number involved, procedure, and event description. Was there any adverse patient outcome? If yes, was there any medical or surgical intervention performed? For this complaint: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Answer=cut no staples. Not my patient . Open was initially reported as ats45nk but is in fact ats45.

Event description:
It was reported that during an unknown procedure, there were 3 misfires of ats45nk. Customers have no further information for me at the moment, neither did they keep the devices, but they are looking into the batch numbers and dates of the events. All I know is that the patients were not affected other than the length of surgery, by the events, and new devices were opened.